Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of snare loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonic polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician able to rotate the device successfully but they noticed that the snare failed to cut smoothly. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no complications¿ at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device showed no failure. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 11.3 ohms, within manufacturing specifications. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonic polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician able to rotate the device successfully but they noticed that the snare failed to cut smoothly. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no complications¿ at the conclusion of the procedure.